Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. The surgeon reported the patient had a photorefractive keratectomy (prk) performed in 1998. The surgeon stated that after reviewing the patient's file, he felt the wrong power iol was implanted due to the wrong iol being ordered. The surgeon indicated that an iol piggyback procedure was performed in a secondary surgery. The patient was reported to be doing well and pleased with his outcome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/31/2010, 04/02/2010, 04/06/2010, 04/16/2010, and 04/28/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).